Event description:
It was reported that the software gave an inaccurate reading of the pistol femoral cut. The surgeon aborted the use of navigation for the remainder of the procedure. There was a one and a half hour delay after the navigation was aborted while the doctor worked to correct the distal femur cut he made with the navigation system. According to the surgeon, the final outcome of the knee replacement was good. There were no allegations of adverse consequences as a result of this event.

Manufacturer narrative:
The patient log files have been sent to the manufacturer. The investigation is on going. A follow up report will be filed when the investigation is complete.